Manufacturer narrative:
Additional information: e1 -- initial reporter.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned with its helix fully extended for analysis. The helix was measured within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up with loss of capture exhibited by the right ventricular lead. Fluoroscopy revealed lead dislodgement. The lead was explanted and replaced. The patient was stable.